Event description:
It was reported that during a coronary stenting treatment procedure, shaft fracture occurred. The 99% stenosed lesion being treated was located in the severely calcified, moderately tortuous mid left anterior descending (lad) artery. The physician attempted to advance the 2.5x20mm liberte bare metal stent to the lesion several times, but was unable to cross the lesion. The shaft of the stent delivery system (sds) broke. The liberte sds was completely removed from inside the patient. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.